Event description:
Customer called to report a glucose reagent leak from the unicel dxc 800 synchron system. Customer stated that he was performing maintenance and incorrectly positioned the glucose reagent electrode, which caused a leak. The customer technical specialist advised customer as to how to correctly reinstall the electrode, which resolved the leak issue. Therefore, routine troubleshooting resolved the instrument issue. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issue.

Manufacturer narrative:
(B)(4)